Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error, corrupted history file and safety errors. The time and date reset. The customer did not recall the blood glucose reading. The customer had been sleeping prior to the alarms. The insulin pump was not stored or out of use for an extended period of time. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was downloaded properly using carelink pro. No alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, unexpected restart and self-tests. No unexpected error alarms noted during testing. However, the insulin pump had an alarm in alarm history screen. The insulin pump alarmed due to corrupted history file. No cosmetic damage noted.